Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7124061.

Event description:
It was reported that the leads migrated which was confirmed through x-ray. The patient underwent a revision procedure wherein the leads were put back and fixed with clik anchors. The patient was doing well postoperatively and coverage was regained. The leads remain implanted.